Manufacturer narrative:
(B)(4) plc161000/14140092: (B)(4). According to the gore excluder aaa endoprosthesis instructions for use, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). The length of the gore excluder aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries. According to the sizing guidelines for the plc161000 the length of the endoprosthesis is 9.5cm and iliac inner diameter range is 13.5-14.5mm. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The procedure was completed without any complications and the patient tolerated the initial procedure. On (B)(6) 2015, the follow up computed tomography scan showed that there appears to be contrast in the aneurysmal sac coming from the right leg. The cause of the distal type I endoleak was due to insufficient landing zone in the right common iliac artery. It was reported that the plc161000/ 14140092 device extended only 18 mm in the right common iliac artery and ended 5 mm above the bifurcation with the right internal iliac artery. The diameter of the right common iliac artery was approximately 16.5 mm and the length was 23 mm. There was no aneurysm enlargement based on the CT scan. The aneurysm size was 77-78mm. The physicians decided to extend the plc161000/14140092 device with a pxc121000/14287968. On (B)(6) 2016, the right internal iliac artery was coiled with 4 coils and the pxc121000/14287968 was used to extend into the right external iliac artery. The procedure was completed successfully. The patient tolerated the procedure.